Manufacturer narrative:
Alarm history and patient data file review found eight new alarms recorded in the driver's eeprom. The first six alarms are fault code 2d, "secondary motor voltage" too high and the last two alarms are fault code 4a, left driver pressure too low. 2d fault code alarms are produced because of secondary motor engagement, the 4a fault code alarms are produced by the driver operating while drivelines are not connected to anything. Visual inspection of internal and external components revealed no abnormalities. Freedom driver passed all incoming functional testing. In order to replicate the conditions which activate the fault code 4a: left driver pressure too low, a test was conducted where the driver was powered up and let to run while not connected to a mock tank, thereby reproducing a low pressure operation. After 15 minutes, a fault alarm annunciated and then the driver was allowed to operate in the fault state for four minutes. A new eeprom reading was obtained producing and recording a new 4a fault code alarm. Failure investigation for this complaint confirmed the customer reported issue via alarm history data review. The complaint could not be replicated via functional or additional observational testing. The root cause of the customer reported alarms could not be conclusively determined. It could not be determined when or how the first six alarms (2d: secondary motor engagement) were produced, as only one alarm was reported. The last two alarms (4a: left driver pressure too low) are typically recorded because the driver is running without being connected to a patient or mock tank. It takes 15 minutes of operating in these conditions for the fault alarm to be recorded. Failure investigation identified no test failure, damage, or abnormalities that could have contributed to the reported alarms. Driver functioned as designed. This was an out of box issue with no impact to any patient. This issue will be monitored and trended as part of the customer complaint process. Syncardia has completed its evaluation and is closing this file. (If new or additional information is received in the future, syncardia will file a follow-up MDR.) (B)(4). Follow-up report 1

Event description:
The customer, a syncardia authorize distributor, reported that the freedom driver had a red alarm on start.

Manufacturer narrative:
The freedom driver will be returned to syncardia for evaluation. The results will be provided in a follow-up MDR.